Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the battery was overdischarged and not recovered and it was still in his body. The patient stated that his healthcare provider had not set a date when they will replace it. The patient explained that he had a lot of different health issues and had turned off the implant for other tests before (B)(6). When he was done with all of that he tried to turn it back on and couldn¿t so he met with the manufacturer representative to try a trickle charge. After four tries he could not turn it back on. The patient was continuing to work with their healthcare provider. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was overdischarged. The patient said they were unable to use the stimulator for several months. The rep attempted a pmr 4 times with no recovery. The patient was going to follow up with the surgeon. No further complications were reported.